Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 142mg/dl. Troubleshooting was performed and the displacement test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The device was received stuck in the motor error loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermttent failure that was not detected during our testing. Scratches on the lcd window and case was noted.